Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp-5q device migrated in the gastroduodenal artery that measured 3mm. The device was positioned at the beginning of gastroduodenal artery with a 4fr catheter. 10 min after deployment of mvp device, it was noticed that the mvp markers had changed positioning and angiographical control confirmed migration of the mvp-5q device distally in gastroduodenal artery. The patient was reported to be asymptomatic.